Event description:
It was reported that the protective sheath could not be removed from the 3.5 x 20 mm nc trek balloon. The device was not used on the patient. It was replaced it with another non-compliant balloon. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was able to confirm the difficulty in balloon sheath removal. A review of the complaint handling database found one similar event for difficult to remove protective sheath. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.